Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2016. During femoral implantation, a calcar crack was identified. A cable was used to prevent propagation. This event is attributable to the patient's bad bone quality. On (B)(6) 2016, nine days after the original surgery, the patient dislocated while standing up from a seated position. On (B)(6) 2016, a revision of the left hip components was performed. The cause of instability identified during surgery was impingement of the greater trochanter to bulky allograft from the femoral condyle. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Updated with new information. See MFR report number 1038671-2017-00840.

Event description:
Index surgery: (B)(6) 2016. During femoral implantation, a calcar crack was identified. A cable was used to prevent propagation. This event is attributable to the patient's bad bone quality. This event report was received through clinical data collection activities.